Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. Analysis that this calibration code, if used to perform an assay with test strips from any lot, could result in higher than expected values. No injuries reported in the field.